Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Brand name, model#, catalog #, serial #, lot#, expiration date, other #, UDI# , initial reporter also sent report to FDA? And PMA/510(k) number are unknown. No information has been provided to date. Operator of device is patient/consumer.

Event description:
It was reported that the device gives a no disposable clamp tubing alarm. No patient injury was reported.